Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this entire system was explanted due to infection; implant duration of approximately three weeks. No additional adverse effects were reported. No return of product is expected.